Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient disappears from the pyxis system at mda. A technical support specialist (tss) identified that patients were disappearing due to automated loa and return from loa messages, with return messages dated in the past causing patients to remain in loa status until an update message was resent, customer confirmed that these messages have not been received on their end since. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had user able to see patient record in web but not in pyxis where patient no longer appears unless a change in the record was made after device upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had user able to see patient record in web but not in pyxis where patient no longer appears unless we make a change in the record after device upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.